Manufacturer narrative:
Device used for treatment not diagnosis. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes (B)(4) reports and event in (B)(6) as follows: it was reported that during a trochanteric fracture operation the dhs instrument (consignment) and implants (loan) were used. The surgeon attached the blade to the insertion instrument, inserted the blade successfully and tried to insert the tube plate but found it difficult. The surgeon removed the tube plate and confirmed that the junction between the blade and the insertion instrument was not set correctly. The junction between the two devices was deformed due to hammering, which made the removal impossible. He gave up the treatment using dhs and fixed with a lcp distal femur set upside-down. This report is 3 of 3 for complaint (B)(4).